Manufacturer narrative:
Per the tandem user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an alarm which requested the customer to call tandem customer technical support (cts). The customer had cleared the notification prior to calling cts and could not identify the alarm. Cts had the customer review the pump history and found that a valid resume pump alarm had occurred as the customer reported to have stopped insulin delivery prior to taking a shower. The customer resumed insulin delivery during call with cts. The customer's blood glucose was not impacted.